Manufacturer narrative:
Additional device product code: hty. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is synthes sales consultant. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that one (1) 1.6 mm kirschner wire was received bent upon delivery which has made it unsuitable for use. There were 6 in total on the delivery but only one of these was damaged. There was no patient involvement reported. Concomitant devices reported: unknown k-wires ( part# unknown, lot# unknown, quantity 5). This report is for one (1) 1.6 mm ti kirschner wire 150 mm this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the received pictures were reviewed and the deformation of the k-wire can be confirmed. The manufacturing documents were reviewed and no complaint related issues were found. Product was not returned, therefore the exact root cause of this occurrence cannot be defined. Based on the complaint description and the visible damages at the plastic bag we can only assume that any occurrence during transportation caused the damage. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part: 492.106, lot: 4l20633, manufacturing site: balsthal, release to warehouse date: 09. Apr. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.